Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that they received complaint from our customer regarding broken hub.